Event description:
It was reported that, while the ventilator was connected to a patient, it generated three technical error codes indicating disabled valves, ventilation stopped and internal memory error. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on laboratory tests of the returned control printed circuit board (pcb) and evaluation of the received logs. Our field service engineer (fse) confirmed the technical error message on the customer's site. The issue got resolved by replacing the control pcb. The ventilator was returned for clinical use after passing all functional and safety tests. The returned control pcb was visually inspected, no defects were found, but it was dusty. It was installed in a reference ventilator for simulated use testing. Pre-use check passed and ventilation was performed without any issue. The reported issue was not reproduced. Thermally stressing the pcb with cold spray and hot air did not reproduce the reported issue. An evaluation of the device logs confirms the reported issue on (B)(6) 2017, date of event is updated accordingly. The root cause of the reported issue has not been determined. The reported issue will detected at startup and during ventilation by generated technical error codes and alarms. Ventilation will stop.

Event description:
(B)(4).